Event description:
It was reported by the rep that (1) er320 was used during an unknown procedure. It was reported that the devices misfired. There was no pt consequence. There is no other info available.